Event description:
During a laparoscopic cholecystectomy one of the trocars came apart and could not be used. The top solid white portion of the trocar kept coming off the clear body portion of the trocar. After multiple happenings, the trocar was replaced with another one of same size.====================== health professional's impression======================stated above. Also, I was told it was hard to get the replacement trocar placed. But after it was, the procedure was completed without incident.====================== manufacturer response for kii gelport balloon trocar system, kii gelport balloon trocar system 12x100mm======================they were advised of the situation. I can take pictures if needed.